Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
My daughter was able to get hers out (tampon)- vagina [foreign body in reproductive tract] upside down in the tubes- tampon [device physical property issue] . Case narrative: consumer reported via e-mail that the tampons are upside down in the tubes. No serious injury reported.